Event description:
It was reported that the screw backed out post-operatively. The backed out screw was causing discomfort. The patient underwent revision surgery.

Manufacturer narrative:
Correction: date of implant updated to (B)(6) 2015. Additional information: product information added including catalog #, product long description, gtin #. 510(k)# added.

Event description:
It was reported that the screw backed out post-operatively. The backed out screw was causing discomfort. The patient underwent revision surgery. Additionally, the sales rep reported that the patient did experience a fall. During revision surgery backed out screw was removed but not replaced because the bone had grown over the plate.

Event description:
It was reported that the screw backed out post-operatively. The backed out screw was causing discomfort. The patient underwent revision surgery. Additionally, the sales rep reported that the patient did experience a fall. During revision surgery backed out screw was removed but not replaced because the bone had grown over the plate.

Manufacturer narrative:
Method: labeling and risk assessment, results: it was reported that one self drilling screw main body pulled out post-op. The event resulted in a revision surgery to remove the screw and locking bar fragment. The explants have not yet been released by the hospital pathology department at the time of this writing. There were no complications in the original surgery which took place in 2015 and the screws were prepared as recommended by the stg and patient was reported to have normal bone quality, did experience a fall, and did not initially fuse. No lot number was provided, so a manufacturing record review could not be performed as the plate remains implanted. Conclusion: per surgical technique guide (stg), these devices are temporary stabilization devices until bone fusion has been achieved. Bone fusion was not achieved in this case. The stg also warns against weight/load bearing activities and the patient was reported to have experienced a fall; the probable root cause is due to both of these factors.